Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: there was no visible damage to the keypad. All of the keypad buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. Visual inspection revealed a crack along the battery compartment extending from the threads to the case seal.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump up and down keypad buttons cycle through everything. The patient reports that when the button is hit once, it keeps going and the patient must wait for it to stop to program. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.